Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. Customer's blood glucose level was 140mg/dl at the time of the incident. Customer stated that the reservoir was not able to lock in place when inserted into insulin pump. The customer stated crack on the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The reservoir tube lip was partially broken off but the test reservoir locked in place properly.